Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. On the next day of deployment, x-ray of abdomen anteroposterior view was performed which showed there was evidence of an inferior vena cava filter at the level of the third lumbar vertebral segment and intervertebral disc space. After, two days, the patient experienced abdominal pain, x-ray of abdomen anteroposterior view was performed which showed inferior vena cava filter in place. Around, one year and one month later, through the right internal jugular vein approach, the vein was punctured with a micropuncture needle using direct real-time ultrasound guidance. Following guidewire placement, the introducer sheath was advanced over a guidewire into the inferior vena cava, contrast was injected and an inferior vena cavogram was performed. Location of the filter as well as patency of the inferior vena cava was documented, and the introducer sheath was repositioned just below the filter. The inferior vena cava filter was then captured using a snare device. Successful retrieval of one of the two inferior vena cava filters. The sheath was then removed, and digital pressure was applied to the vascular access site until hemostasis was achieved. There were no complications. Around, five months later, the patient experienced chest pain. After, ten days, the patient was diagnosed with pulmonary embolus. Around, seven months and two weeks later, the patient experienced right quadrant abdominal pain, computed tomography of abdomen and pelvis without and with contrast was performed which showed vessel that contains a vena cava filter and was tapering caudally. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 07/2014). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with hematuria. At some time, post filter deployment, it was alleged that the filter had migrated. The device was removed percutaneously. The patient was diagnosed with pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with hematuria. At some time, post filter deployment, it was alleged that the filter had migrated. The device was removed percutaneously. The patient was diagnosed with pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 07/2014).